Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions via email to report a pump that would be explanted. They reported that the patient initially complained of a lack of pain relief. Representative reported that a dye study was conducted, and that study led the physician to believe that the catheter was disconnected. Representative later reported that during the explant surgery it was found that the catheter was still connected to the pump.